Event description:
I had a total shoulder system (see above) done by dr. (B)(6) in (B)(6) of 2023. I had no physical issues and had pt. I returned in early (B)(6) of that year and was released from care. Shortly afterwards, I could feel a (bolt) screw in my upper arm. I returned to dr. (B)(6) and the bolt that held the glenoid on the base plate was down in my arm. I asked him how this happened and he said it should not have. He told me that I had the first 8+ replacement in the us. Now I guess I had the first failure. Fast forward to (B)(6) and the second assembly started dislocating. I was able to manipulate it back into place. (B)(6), I returned to dr. (B)(6) and I was put into an immobilized sling for 6 weeks 24/7. Still kept dislocating. Another surgery in (B)(6) and another operation and parts replacement. Obviously, this is not okay. I have not been able to regain my range of motion and I don¿t want anyone else to go through the trauma that I have experienced. I truly believe that this is a prosthetic failure and I am surprised that I have not seen any reports of this failure.